Event description:
Customer reported a low blood glucose of 40 mg/dl during the night. Customer stated he gave himself a bolus injection and his blood glucose went back up to 86 mg/dl. The customer's blood glucose declined again and the paramedics were called in to treat with IV glucose. The following day customer's blood glucose increased to 500 mg/dl in the morning and he was treated with a bolus delivery. Customer also received a low suspend alert on his insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.